Event description:
Caller alleged inaccuracy with inratio. Results as follows: inratio: 1.8, lab: 2.6, inratio: 1.4, lab: 1.4, inratio: 1.3, lab: 1.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint is filed: see scan table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The first 2 set of data of inratio and lab values are within the confidence limits for inr testing. For the last test results, the inratio test result is not within the confidence level. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Retain strips lot 060103 were tested using therapeutic blood from two donors.